Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the pt came into the clinic for evaluation of a small split/tear just under the skin in the velour covering of the percutaneous lead at the exit site. The pt reported that it was causing irritation in the area. There were no alarms or drainage noted at the site at this time. It was also reported that the vad coordinator was going to change the stabilization device to remove some of the pressure from the area. Additional info was received from the vad coordinator two weeks later that the physician is not going to change the pt's pump at this point. The pt's history has no alarms and the hospital staff will continue to monitor the pt. The pt was instructed to be more careful with her driveline.

Manufacturer narrative:
The pump remains in use supporting the pt. No further info is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.